Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was beeping. The customer's blood glucose was 180 mg/dl at the time of incident and customer treated it with bolus delivery using insulin pump. Customer declined troubleshooting as they stated they ate something. The device is not expected to be returned for analysis.